Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated experiencing incontinence due to a "failed" artificial urinary sphincter (aus). It was indicated the existing device never worked "properly" to the point of needing several diapers per day. The patient would contact patient liaison if further assistance was needed.